Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) and this lead-less pacemaker recently exhibited a smartpass episode. The episode had been declared due to low r-wave amplitude measurements. During the episode, it was additionally observed that the patient was experiencing bradycardia (33 bpm). The physician indicated that the s-ICD was operating appropriately with no performance allegations. It was stated that the lead-less pacemaker manufacturer will be contacted for a data review for potential pacing inhibition. At this time, the s-ICD remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).